Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(6) 2019. Ts recommended replacing the unit's user interface (ui) assembly. Customer reported that replacing the unit's power management (pm) board resolve the reported issue. Unit ready for service.

Event description:
Customer contacted technical support (ts) stating that unit would not power on. The customer reported there was no patient involvement. Event date not specified: estimate used.